Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that an alert triggered and was told it was because of one of their leads. They indicated their device had been checked on multiple occasions but the alert kept triggering. Follow up yielded no further information. The patient's leads remain in use. No patient complications have been reported as a result of this event.